Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly when the surgeon opened the package of the dhs blade, the surgeon noted that the blade cannot be rotated. The surgeon tried to use the locking screwdriver to unlock the device but was unsuccessful. The device was note used in the operation. The patient was not impacted. The surgery was delayed for two minutes. There was another part available for use. Reportedly the event did not require additional medical treatment. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
This device is for treatment, not diagnosis. Additional narrative: the functional test shows that the unlocked dhs blade really is blocked. Reviewing the manufacturing documents does not found any deviation to our production procedure. During the final inspection a 100% check on all these dhs blades was carried out. We are not able to determine why this occurrence arrived. Possibly the locking mechanism was moved because of vibrations during transportation. This is an isolated case; we are not aware of any other complaints associated with this article and lot number. We are not able to reliably determine the reported problem.